Manufacturer narrative:
.

Event description:
It was reported that upon interrogation, the pulse generator exhibited noise on both the atrial and ventricular channels. The device was reprogrammed and remained implanted. Following the event, the patient was in good condition.